Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: on september 13, 2017 that customer checked blood glucose before they left work it was 102 mg/dl within an hour and after a car crash paramedics arrived and blood glucose was 40 mg/dl. Two hours after being home, paramedics arrived and blood glucose was 28 mg/dl. No mention as to how patient treated lows.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).